Manufacturer narrative:
Date of event is estimated. The investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2019-02812. It was reported that infection was discovered at the midline thoracic incision during the surgical implant procedure on (B)(6) 2019. Patient was hospitalized and treated with intravenous antibiotics and later discharged. Abandoned procedure is documented on manufacturer report number 3006705815-2019-02758.

Manufacturer narrative:
The common device name should have been scs trial leads rather than scs leads.

Event description:
Additional information was received that the culture results from the lab revealed that patient had seroma, and not infection. Seroma has resolved. Patient trial leads reported in this report were explanted at an unknown date, prior to date of event.